Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and left a message stated he was currently in the hospital and needed assistance in adjusted the rates on his pump. Animas had made several attempts to acquire additional information. This complaint is being reported based on the allegation that a patient on pump therapy was hospitalized.